Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was running slowly, that there was a lag in the speed of its (stylus touch) pen and that it was freezing up. The programmer was returned for service and a requested test and calibration procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was running slowly, had a lag in its stylus pen and that it would freeze up. The programmer powered up and worked as expected. The software was reconfigured and reloaded as a preventive measure. The device passed its functional, safety and system tests. If information is provided in the future, a supplemental report will be issued.